Event description:
Implant of obtryx urological mid-urethral sling. Lot no. Oml606220, catalog number m0068505000, exp date 6/1/09 was performed in 2007 using the obtryx halo to place transobturator tape. Tape was placed to tight obstructing urinary output and causing tension, a feeling of "tugging and yanking" on the urethra and pain. The pain was stabbing, burning and radiated throughout pelvic region and to upper left thigh. Voiding was arduous, incomplete and residual was eliminated only by standing and leaning forward while urinating. The urine stream was greatly narrowed. A follow-up cystoscopy required urethral dilation to pass the cystoscope. It showed a narrowing of the urethra, but no erosion to tissues surrounding the sling. A dissection of the tape was performed in 2008. This procedure eliminated the necessity for postural changes while voiding and the "tugging and yanking" sensation. However, groin pain which radiated throughout the pelvic region and left thigh continued and was exacerbated following the partial removal. This pain is exacerbated by walking, lifting, sitting, riding in motor vehicles, normal housekeeping activities, gardening, urinating and defecating. Dates of use: continuous 2007 - 2008. Diangosis or reason for use: symptomatic cystocele. Event abated after use stopped or dose reduced? No